Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while performing preventative maintenance, it was observed that the device is getting an error code 1007 proximal pressure sensor autozero failed message. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to check data acquisition (da) board to motor controller (mc) board cable and remove and reseat the da printed circuit board assembly (pcba). If the problem persists, the customer was advised to replace the da pcba to correct the issue. After further troubleshooting, the customer verified that the da pcba and cable were swapped with known good parts, but the problem persists. Onsite service was requested to complete the repair.

Manufacturer narrative:
A manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the gas delivery system (gds) is bad; the air flow sensor is out of range. The motor controller board was also found faulty. The gds and motor controller board were replaced to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service.